Manufacturer narrative:
Continuation of d10: product ID 407645 ((B)(6)); product type: 0270-lead-lv-pace; implant date (B)(6)2008 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered possible inappropriate anti-tachycardia pacing (atp) and shocks for ventricular tachycardia (vt) that was suspected to be supra ventricular tachycardia (svt). It was further reported that the right atrial (ra) lead exhibited undersensing of atrial fibrillation (af) resulting in inappropriate anti-tachycardia pacing (atp). Reprogramming was done on the ra lead. The ICD and ra lead remain in use. No patient complications have been reported as a result of this event.